Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the reporter/home care nurse contacted lifescan alleging that a one touch ultra meter had missing segments. The reported indicated that the pt had to receive medical attention back in two months earlier due to the alleged meter issue. The pt mentioned that the meter had not been working for several weeks. During that time, the pt stopped attempting to test her blood glucose because of the meter issue. According to the reporter, the pt "kept taking the same dose of insulin." During a routine doctor's visit during the time of concern, the pt's blood glucose was tested on an unidentified device. The pt obtained a result in the "240's mg/dl. She was treated with an unk type/dose of insulin. At the time, the pt has symptoms of frequent urination and thirst. It would have been helpful to know the following info: when the meter issue started, when the symptoms developed, what her insulin regimen consists of, if the pt is taking insulin on a sliding-scale, and if the pt was following the regimen as prescribed during the time of concern. In addition, it would have been helpful to know the pt's testing frequency, and her normal/expected blood glucose levels. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the reporter alleged the pt stopped testing her blood glucose because of the issue for an unk period of time, became hyperglycemic, and received insulin treatment in a doctor's office.